Event description:
It was reported after an unknown procedure, there was an issue with disassembly. Tested the handpiece with the test tip, and the device gave error 3. No patient consequences.

Event description:
Baxter received a report of a broken spike. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
Evaluation summary: one used transfer set was received in the lab in reference to being bent. The transfer set was visually inspected and it was noted that the spike was broken off completely at the base. No other visual defects were noted. The complaint was confirmed in the lab for being broken.

Manufacturer narrative:
.